Event description:
Over the weekend, the malem alarm burnt and scarred my son. The alarm was purchased as a replacement to another alarm which had gotten wet and stopped working. This alarm is actually very dangerous and not working as expected. It gets very hot and keeps making a clicking sound. My son complained of a hot surface within an hour of use, so I stopped using it on him. The alarm was so hot at the time I removed it. Then I took out batteries and retried but the same thing kept happening. I stopped use after my son's chin was burnt by the alarm.